Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the screw on the right ventricular (rv) lead was suspected to be stuck on the leaflet of the tricuspid valve. The helix was noted to be bent, broken and stretched. It was noted the lead was unable to detach from the patients tissue after attempting to unscrew the lead. Additional attempts to unscrew the lead were made but were unsuccessful. Tension was applied and the screw broke off from the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.